Manufacturer narrative:
This report 9710107-2020-00066 was sent in error as a duplicate for MFR report number: 9710107-2019-00515. Any additional information received in the future will be captured and submitted under the report number 9710107-2019-00515.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and no intervention was required. Another capsule was used during the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.